Event description:
A healthcare worker (hcw) reported headache and coughing while working with cidex. The hcw's physician is treating her for "reactive airway" with breathing treatments. It is reported that no allergy testing has been performed, and there are no known allergies for the hcw. The hcw had used the product for several years. It is reported that they have placed a large fan in the work room, which has helped ease the symptoms. The facility ventilation air exchanges have not been measured.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, health hazard analysis and system hazard use and misuse analysis. The DHR (device history review) for both aer units found no issues were noted. The service and complaint trending for six months prior to the alert date shows no similar issues with either aer at this account. Trending analysis for "hru-respiratory reaction" for the cidex opa found the trend was not significant. The fmea (failure mode effects analysis) for user respiratory reactions and headache were reviewed and the associated risks were below the threshold of 100. The hhe (health hazard evaluation) risk index of 3 indicates the associated risk is none/negligible associated to cidex opa headache. The hhe (health hazard evaluation) risk index of 2 indicates the associated risk is none/negligible associated to shortness of breath, coughing, dizziness, and hallucinations. The shuma (system hazard use and misuse analysis) found the hazard of repeated user exposure and symptoms of headache, migraines, dizziness etc. A category 1 (broadly acceptable risk). The issue appears to have been resolved by installing an exhaust fan as symptoms were reported to have eased afterwards and no additional complaints for human reaction were reported by the customer. The trending shows that the issue is not significant and the risk associated with the reported issue is low. Asp will continue to track and trend.

Manufacturer narrative:
(B) (4): coughing.

Manufacturer narrative:
(B)(4): wheezing. The healthcare worker (hcw) symptoms were first noted mid 2008. She noticed symptoms that included headache, cough and wheezing. These symptoms seemed to occur while handling chemicals at her place of employment. Her symptoms would get better when she was at home. In (B)(6) 2009, the hcw complained to her employer. She sought medical treatment in (B)(6)of 2009 for persistent shortness of breath and wheezing. The primary care physician (pcp) provided the hcw with albuterol for p.r.n. Relief. The hcws primary care physician notified the employer in (B)(6) 2009, of her condition and requested her exposure be limited or eliminated and recommended continuing the albuterol treatment. The hcws position changed to clerical work in (B)(6) 2009. The hcw reported her symptoms in (B)(6) 2009 as a significant cough, dyspnea, and sore throat while in the workplace where the chemicals were being used. An exhaust fan was installed above the sink in the endoscopy room in (B)(6) 2009. On (B)(4) 2010, the total exhaust was measured in the "scope" room at the facility by a representative of a local heating and air conditioning company. It was confirmed that the facility has more than twice the air changes needed according to the air change method. On (B)(4) 2010, a pulmonary and critical care doctor provided a summary of the hcws condition to her primary care physician recommending advair and avoidance of further exposure to cidex opa and other related chemicals. The patients pulmonary function was normal. Additional testing was recommended to assess for airflow obstruction. The test included spirometry, lung volumes, diffusion capacity and flow volume loop morphology. All test results were within normal limits. The hcw had a medical history of hypertension and asthma and other unknown medical conditions. She takes prescription medication for her conditions. On (B)(6) 2010, the primary care physician notified the facility that his patient was experiencing new health problems relating to the workplace and requested she be placed on sick-leave for one month for further testing and to limit exposure. She was removed from her responsibilities and reassigned to another work function. The hcw is no longer employed at the facility, thus the current health status and resolution of the medical issues reported is unknown. On (B)(4) 2010, a letter was sent to the hcw regarding a claim for workers compensation. The hcw did not provide the agency with the documentation required to proceed with the claim. On (B)(4) 2010, two aer systems (sn: (B)(4)) were serviced by an asp field service engineer (fse) and found to have a loose clamp. The heater and compressor pressure functionality was verified. The heater was disconnected at the end of the testing. The unit was found to have no issues. The facility continues to use cidex opa.